Manufacturer narrative:
Analysis of the pump revealed pump miscellaneous low battery reset-undetermined cause. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (5000 mcg/ml at 1335.7 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had symptoms of withdrawal. The pump logs indicated a motor stall occurred (B)(6) 2016 at 19:36; motor stall recovery occurred (B)(6) 2016 at 20:09; reset occurred (B)(6) 2016 at 21:14; reset occurred ¿ lowbattery (B)(6) 2016 at 21:14; pump in safe state (B)(6) 2016 at 21:14; pump in safe state (B)(6) 2016 at 18:13; and motor stall recovery occurred (B)(6) 2016 at 18:13. The patient was in a nursing care facility and audible alarms were not heard. The pump was updated to a therapeutic dose. Additional information was received on 30-jun-2016 from a company representative and it was reported that the pump was updated to 800 mcg/day and then to 1335 mcg/day yesterday. The patient seemed to be doing ¿ok¿ on the current dose programmed which was lower than his previous dose. The plan was to replace the pump tomorrow. Additional information was received on 01-jul-2016 from a company representative and it was reported that the pump was replaced today and the case went well. The pump was then programmed to minimum rate. It had not reset again following the update back to a therapeutic infusion on wednesday ((B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.